Event description:
A falsely elevated advia centaur vitamin d result was obtained on a patient sample and considered discordant when compared to the repeat test results. The customer performed repeat testing on an alternate test sample tube of the sample patient and the results were lower. The low vitamin d result was reported. There was no known report of patient treatment being altered or adverse health consequences due to the elevated vitamin d assay result.

Manufacturer narrative:
The customer noted that the quality control results were run in the morning and were out of the range limits. No patient samples were reported and the customer requested a field service visit. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified alignment of the ancillary probe and adjusted reagent probe 1 and 2 alignment to the cuvette and reagent ready packs. The fse verified that quality control results were within acceptable limits. The instrument is performing within specifications. No further investigation is required.